Manufacturer narrative:
Tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 278, 361, 330 and 235 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 07/27/2016, a back to back blood test was performed by the customer fasting and produced test results of 257 and 287 mg/dl using the true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).